Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that when the drill bit was broken during drilling. Therefore, it was changed the new same one and the operation was succeeded. All broken piece was removed from the patient body.